Event description:
On november 9, 2006, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was constantly displaying the "insert strip" message, during a blood glucose test. The medical affairs specialist (mas) spoke to the reporter on november 15,2006, to obtain/verify information. The customer care advocate (cca) determined that the patient was not using a correct technique for testing with the reported meter. She was applying her blood samples to the test strips, prior to inserting the strips into the meter. The cca was able to walk the patient through a successful blood glucose test. On november 7, 2006, the patient woke up in the morning with symptoms of impaired vision, difficulty walking, excessive thirst, and frequent urination. The patient attempted to test her blood glucose with the reported meter, but was unsuccessful, due to the alleged meter issue. The patient did not attempt to administer any type of self-care after testing with the meter. The reporter then took the patient to a pharmacy for help. They were advised to go to a clinic. In the clinic, the patient ws seen by a doctor. The patient was given an injection to lower her blood glucose, since she had obtained a blood glucose result of over 400 mg/dl in the doctor's office using an unidentified device. Fifteen minutes after receiving the injection, the patient's symptoms went away. The patient was also prescribed 2 pills, one being "metformin." The patient was not taking any medications prior to the event. She had tried testing her blood glucose with the reported meter several times on the days before the event, but was unsuccessful. The meter, test strips, and controls solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test her blood with the reported meter, due to improper testing technique. She developed symptoms, tried testing her blood glucose again, and was still unable to get a reading. The patient obtained a blood glucose result over 400 mg/dl in a doctor's office was given treatment for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the result in a supplemental report.